Event description:
It was reported a female patient required placement of a turbo-ject® single lumen power-injectable PICC for infusion of platelets on (B)(6) 2022. On (B)(6) 2022, it was discovered the extension tubing was cracked and leaking during administration of chemotherapy. It was also noted the tubing was slightly bent. The nurse was forced to clamp and the device was explanted. A competitor's PICC line was placed. No other adverse effects were reported for this incident.

Manufacturer narrative:
Occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. (B)(6) (france) informed cook that on 28mar2022 the PICC line in a turbo-ject single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot 14247859) was bent and cracked. The device was implanted on (B)(6) 2021 and replaced on28mar2022 with a bard PICC. It was reported that the patient did not experience adverse effects due to this occurrence. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used 5fr PICC was received for evaluation. A kink was noted just below the manifold, and likely occurred during patient treatment. Based on the location of the kink, it is believed that it had no contribution to the cracked line. A functional test was performed and confirmed leakage from the purple batwing hub. A small hole was noted at the extension tub and batwing hub connection. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14247859, subassembly lots ic14023592 and sa14010497 and raw material lots 2149916.1 and 2150623.1 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micro puncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated.¿ warnings: ¿the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table.¿ turbo-ject power injectable PICC dynamic and static pressure results: ¿ *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a visocity of 11.8 cp.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of dmr, DHR, and device failure analysis, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was determined that the root cause of the failure is related to device design. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.